Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all materials, assembly and performance specifications. The august 2013 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were identified. Returned for eval was an assembly consisting of the 3-valve manifold with 2ea. Fluid delivery sets and one pressure monitoring line (pml) attached as per the spec drawing. The syringe was not returned. When the sample was air leak tested, per navilyst procedures, from the female end of the manifold through the manifold and across the connection with the pml, the sample passed leak test specs. The returned assembly was primed with water using a navilyst medical syringe (from stock). The returned assembly did not leak at the any of the connection sites. No air bubbles were noted when aspirating the syringe (from stock). Product meets spec and functioned as intended. There were no visible leaks. The male taper of the rotating adaptor of the manifold, as well as the female threads and female tapers were measured and found to meet spec. The manifold was leak tested and did not leak. The female taper and female threads of the pressure monitoring line were measured and found to meet spec. The device did not leak when tested per navilyst medical procedures. The event description cannot be confirmed. There were no mfg related defects noted in the returned sample, and the sample was evaluated and was found to be visually, dimensional and functionally acceptable. The complaint does not appear to be a mfg related issue. The customer did not return the syringe mentioned in the event description. A review of the bill of materials for the reported item number confirms that no syringe is supplied to this item number. Without receiving the mentioned syringe for eval, we cannot definitively determine a root cause for the connection issue. Possible root causes may be that the end user did not adequately secure connections between the manifold and the syringe, or that all device connections were not "finger tightened" prior to use as it is stated in the directions for use provided to the customer in the reported kit. ((B)(4)).

Event description:
As reported by navilyst medical's distributor in (B)(4), when utilizing a convenience kit, the end user hospital observed air entering the system at the connection of the manifold and the pressure monitoring line. When the manifold handle was in the "on" position, air was able to be aspirated into the syringe. (The syringe is not a component in the convenience kit). No air was injected, and there was no pt injury. Used devices have been returned for eval.